Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead; 5076-52 lead, implanted (B)(6) 2001. (B)(4).